Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the tissue pad of the device is worn and partially peeled. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad is partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device (tb-0535fc) was used during operation of low anterior resection (lar). 1 or 2 hours of use, the tissue pad of the device was partially peeled. The procedure was completed with another thunderbeat device. It is reported that there was no patient harm.